Event description:
It was reported that the patient was diagnosed with a subsided stem and fractured femur. There has been no surgical intervention to date. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) ¿ stem. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.